Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to smoke inhalation from a fire. It was indicated that the fire was believed to be caused by one or more of the patient¿s batteries in the universal battery charger. The lawsuit filed reported the following information: on the night of (B)(6) 2023, after texting with [their] family, the patient fell asleep on the sofa in the living room of [their] home. The patient¿s hm3 ubc, with batteries in each of its four slots, was plugged in and resting on the floor of the living room of [their] (B)(6) home near a recliner when [they] fell asleep on the sofa in the living room on the night of (B)(6) 2023. 12. In the early morning hours of (B)(6) 2023, the patient¿s hm3 device¿s ubc and/or one or more of the rechargeable hm3 14-volt batteries installed in the ubc catastrophically failed when, due to a potential manufacturing defect in one of the 14-volt battery packs ¿ the battery believed to be in slot (4) of the ubc -- the positive (anode) and negative (cathode) parts of a battery cell made electrical contact via an internal short, overheated, and experienced a thermal runaway. The thermal runaway caused an explosion, resulting in a hot, fast-burning fire that melted part of the ubc and burned the battery pack installed in the adjacent slot (slot (3) on the same side of the ubc. The fire engulfed a nearby chair and spread toxic smoke throughout the living room. The resultant fire severely damaged the hm3 device¿s ubc, the battery packs that had been inserted in two of the slots of the ubc (slots (3) and (4)), and the cylindrical battery cells of those two battery packs (and singed the battery packs installed in slots (1) and (2)). A neighbor of the patient, who was on [their] way to work shortly after 6:00 a.m. On (B)(6) 2023, saw smoke coming from the home. [They] stopped and banged on [their] front door. Receiving no response, [they] dialed 911 for assistance. (B)(6) fire and rescue were notified of the emergency at 6:10 a.m., arrived on the scene at 6:23 a.m., and had the fire controlled by 6:32 a.m. Unfortunately, they found the patient, on the sofa, in the living room, just inside the front door, deceased. An autopsy performed by the (B)(6) bureau of investigation confirmed that the patient had succumbed to ¿inhalation of products of combustion.¿ this event was previously reported under MFR #: 2916596-2023-03980.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that one or more of the rechargeable hm3 14-volt batteries installed in the ubc catastrophically failed potentially resulting in a fire was not able to be determined. The 14v batteries and/or the universal battery charger, serial number (B)(6) were not available for evaluation. No product has been returned to abbott for investigation and the equipment is in the family¿s possession at this time. Visual inspection of abbott equipment was completed in the presence of abbott legal counsel (at a location outside of abbott). No conclusions were drawn about the origin of the fire based on this inspection. Photos originally provided by the fire expert david smith and his firm, smith and associates (retained abbott) were reviewed. The provided photos revealed a significant thermal damage to slots 3 and 4 (back side of the unit) and the batteries in these slots. The front side of the unit (user interface panel and slots 1 and 2) appeared intact. The photos of the batteries in slot 1 and 2 revealed damaged housings; however, the contacts and the batteries fuel gauges appeared intact. The ubc and 14v battery designs include protection/safety electronics and are constructed with underwriters laboratories, llc (ul) safety rated materials to meet state-of-the-art electrical safety and battery safety standards. - compliance provided by appropriate design inputs, design verification and design specifications - reference requirements and specifications for additional details. Based on the information provided at this time (including the additional information), no conclusions regarding the source of the fire have been made. There were no technical expertise or new evidence provided to confirm claims in the additional information. There were no specific 14v batteries serial numbers provided regarding the reported event. Heartmate 3 lvas IFU, rev. C contains the following information for safety testing and classification: the heartmate iii left ventricular assist system has been thoroughly tested and classified by ul to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1). ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0). ¿ iec 60601-1-11:2015. ¿ iec 60601-1-8:2006 + a1:2012. ¿ iec 60601-1-6:2010 + a1:2013. ¿ iec 62366:2007 + a1:2014. ¿ en 60601-1:2006/a1:2013 (ed. 3.1). ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0). ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1). ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0). ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1). ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0). ¿ can/csa c22.2 no. 60601-1-11:15 . These standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26. ¿ can/csa-c22.2 no. 601.1-m90 (r2005) . The heartmate 3 left ventricular assist system instructions for use (IFU) instructs the user ¿before inserting a battery into the battery charger for charging or recharging, inspect the battery for signs of damage. Do not use a battery that appears damaged¿. Heartmate 14 volt li-ion battery instruction for use (IFU) (rev. E) warns the user to not expose batteries to heat or fire. Section testing and classification: heartmate 14 volt lithium ion (li-ion) batteries comply with the following safety standards: ¿ iec 62133. ¿ ul 2054 . Heartmate 14 volt li-ion batteries have been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2004. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.